Event description:
It was reported that the ventilator had a problem with the fraction of inspired o2 (fio2). Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported.

Manufacturer narrative:
B4:20jul2021. Multiple good faith efforts were made to obtain information regarding the patient information, device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted.